Manufacturer narrative:
The device was returned with cracked housing, visible internal corrosion and an empty reservoir. Further inspection showed a cracked reservoir. Damage to the fluid path will reduce the ability of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient's parent reported their daughter's blood glucose history is as follows: midnight : 150 bg (mg/dl). At 3:00 am the pod generated a hazard alarm. The patient is handicapped and did not hear the alarm. 6:00 am : 400 (with ketones present). The parents noticed that there was a pod alarm so they deactivated the pod and was able to activate a new pod. The pod was worn between 36 and 48 hours on the arm.